Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va02utb, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient¿s first implantable neurostimulator (ins) wasn¿t put in right and the patient stated ¿it didn¿t work and something wasn¿t connected right.¿ it was noted this implant was not explanted and they ¿left it inside her.¿